Event description:
An accessory holder fell on the head of a nurse after being installed in reverse position by a student technician and consequently not properly locked in position. The only description of injury was a wound on the head.